Manufacturer narrative:
No injector was returned for evaluation for the report of the injector sliding over the lens and damaging the lens; therefore, the condition of the product could not be verified. Photos were provided and reviewed. The photos shows a company iii injector and cartridge in the pouch along with wording on the back side of the pouch on the complaint issue. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), the handpiece damaged the lens. It appeared the plunger slid over the lens. Additional information was requested.